Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a jetstream xc-2.4 atherectomy catheter in one piece. The shaft and the remainder of the device were inspected for damage. No damage was notice. The device was set up and the device functioned as designed with no issues. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Same patient as: 2134265-2018-02219. It was reported the device stalled. A 2.4mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure within the superficial femoral artery (sfa) and popliteal artery of the left leg and within the occluded innova stent. The device was used for about 8 minutes in several segments of the sfa and popliteal arteries with both blades down and blades up. Several times in the popliteal artery, the device stalled. It was removed twice for stalling and reprimed. After the second time, the motor stopped working. The procedure was completed with another of the same device. There were no patient complications and the patient was doing well.